Event description:
It was reported that while the patient was in the hospital with pulmonary edema, the patient had a slow heart rate and the device had no output. The device had previously reached its "end of life" battery voltage but the battery voltage was now above that threshold. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and revealed normal battery depletion. The device met the expected longevity.